Manufacturer narrative:
Three lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6313681, medical device expiration date: 3/31/2018, device manufacture date: 11/8/2016; medical device lot #: 6253710, medical device expiration date: 1/31/2018, device manufacture date: 9/9/2016; medical device lot #: 6253705, medical device expiration date: 1/31/2018, device manufacture date: 9/9/2016. Results: (B)(4) samples of lot 6313681 and (B)(4) samples of lot 6253705 were returned for evaluation. No samples of lot 6253710 were returned. (B)(6) customer samples and (B)(4) control samples were tested for draw according to vs50007. All tubes tested within specification. The tubes were visually inspected for creep out. There were no tubes that demonstrated creep out. A review of the device history records revealed no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the stoppers of 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes do not snap back and after a few minutes slips off the tubes. There was no report of injury or medical intervention.